Manufacturer narrative:
D9 - date returned to mfg: 11/20/2025 received one (1) used. List #142730490, plum 150 ml burette set for evaluation. As received, no damage or anomalies noted. The clave was not broken like it was shown in the customer photos. Received two (2) photos from the customer, one (1) of the set in a bag and one (1) of the broken clave on the burette. The set was leak tested, and no leakage was observed. The complaint of leakage and broken clave cannot be replicated but can be confirmed based on the provided customer photos. The probable cause cannot be determined without the return of the reported device. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, alleging a leak during patient use. It was stated in the report that the burette has been leaking. The clave additive port was broken and resulted in leakage. The drug name was unknown. The sample photo was attached. There was patient involvement, but no patient harm